Event description:
It was reported that, just before the customer was changing the cassette to another one for regular replacement, a "no disposable, pump won't run" alarm suddenly went off. After he changed the pump, the alarm persisted. The cassette was changed and the alarm settled. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures received: four pictures were attached and reviewed. Results: picture one (1), show a cassette product. Picture two (2) show the top view of a cassette product. Picture three (3) show the ay bag neck section. Picture four (4) show the front view of a cassette product. Samples received: sample received consist in one (1) cassette product. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection results: sample received do not present any damaged, kink, cut. Sample returned without the luer cap. Accuracy test: the sample received was connected to a pump and to balance mettler to look for unusual function. Results: sample was fully priming and connected without difficulty. The sample failed the tested, however due sample was received in used conditions it is possible that cause the delivery failed. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The customer stated problem was not duplicated. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A CAPA was opened to investigate the reported issue.